Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flow sensors were replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate during a case. The flow sensors were replaced with a spare set and the case was able to continue. There was no report of patient injury.